Manufacturer narrative:
(B)(4). This case was reviewed and investigated according to volcano policy. No physical product investigation was possible as the device was discarded at the hospital. The customer was unable to provide a lot number or serial number for the device; therefore, documentation related to the device used (complaint database/sfdc, ncr database, etc.) Cannot be reviewed. We were able to perform a review of the DHR's for the lot numbers and serial numbers shipped to the account two months prior to the date of the procedure. All devices shipped met all quality and manufacturing release criteria. We will continue to monitor these types of review complaints.

Event description:
It was reported an eagle eye platinum (eep) catheter was used in a radial approach in an elderly female patient. During withdrawal through the 6fr sheath, the catheter became entangled. After the device was removed, the patient had to have the radial artery surgically repaired. The pulses came back to normal and the patient was discharged as anticipated. All reasonably known patient information is included in this report.